Manufacturer narrative:
(B)(4). The er320 device was returned with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be yielded. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was found on charge nurses desk with an incident report that said "it would not fire" during a laparoscopic cholecystectomy. No surgeon was listed and no one knows who the surgeon was as the case was two weeks ago. The device was fired fine by the operating room materials staff when it was given to the rep. The case completed with another device of the same product code. There were no patient consequences reported.